Event description:
Ventilator was placedf in service on 2/25/93 with no problems. On 3/2/93 the ventilator went into "back up ventilator mode". This was triggered by three error codes 4205 which generated a 1501 error code. These set of events placed the ventilator in buv. The ventilator was swapped out. The problem ventilator was serviced by a factory representative on 3/3/93. No patient treatment was requiredinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: factory trained/authorized/owned service organization. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, circuit board, transducer. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.